Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as the manufacturing representative reported that as stated on the report, the representative tried to walk through the patient using their patient programmer to turn the battery off or down on the date that they contacted caller.  It was over the phone. The representative was unsuccessful so they recommend to call the doctor's office and make an appointment. Two days later, they checked with the office.  Patient had not called the office at all. They then called the patient and scheduled for an appointment for (B)(6) 2017. A medtronic representative came to the appointment but the patient no showed. Patient weight was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the ¿device had turned itself on and that it has been uncomfortable the last couple of weeks¿. The patient had not had the battery on since three days after surgery. Troubleshooting using the patient programmer to turn the device off was tried but was unsuccessful; they could only get the display to show sync message. It was unable to be determined if any environmental/external/patient factors led or contributed to the issue. It was believed that the patient may be confused and the battery had been on the whole time. It was unable to be determined. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.